Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 (communication error) occur. The issue was observed during a procedure, and there were no reports of patient or user harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customers allegation could not be confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to water leakage from the socket of the specific combined scope. Olympus will continue to monitor field performance for this device.